Manufacturer narrative:
This report is submitted on december 12, 2022

Event description:
Per the clinic, the patient experienced an ulcer at the external magnet site that developed into an infection which was treated with oral antibiotics. The implant remains in-situ.